Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was reported to be unknown, however, further described as possibly due to the use of an unspecified non-baxter pd solution bag, which was expired and was in use by the patient prior to starting on baxter pd therapy (start/stop dates were not reported and no further detail was provided). On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis with inj. (Injection) reflin (500 milligrams, once in 4 hours, in each bag, intraperitoneally [ip]), inj. Fortum (500 milligrams, once in 4 hours in each bag, ip), inj. Folbact (1.5 grams, twice a day, intravenously [IV]) and inj. Flucon (500 milligrams, once a day, [IV]). Eight days after onset, the patient was discharged from the hospital, the peritonitis was resolved and the patient was recovered from the event. Two weeks after onset, the patient's pd effluent was clear and antibiotic therapy was discontinued. At the time of this report, dianeal therapies were ongoing. No additional information is available.